Event description:
This report comes from (B)(6), (B)(6); telephone: (B)(6) concerning viewflex¿ xtra ice catheter reprocessed by (B)(4) please see event description below for more details: it was reported that following an atrial fibrillation pfa procedure, the patient experienced a retroperitoneal bleed after the patient left the cath lab. It is unknown at this time if any intervention was needed to treat the bleed. The physician alleges the bleed was caused by the reprocessed viewflex catheter, reprocessed by non-abbott company ((B)(4)).